Manufacturer narrative:
All for the buttons on the insulin pump functioned properly. No damage in keypad assembly was noted. The connector on the lcd was inspected and no unlocked connector was noted. Numbers were not ramping on their own during testing nor was the scroll bar moving without any input. The device had cracked battery tube threads, reservoir tube, broken reservoir tube lip, and minor scratched display window.

Event description:
It was reported the customer's insulin pump was defective. The customer stated their buttons were not loose, but their numbers would ramp up without input. The customer also requested to have their insulin pump replaced due to the safety recall notification they had received. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.